Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.5mm x 20mm, eccentric, de novo target lesion with a bend between >45 and <90 degrees was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilation of a 3.0x10 emerge balloon catheter, a 3.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and was noticed that the tip of the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.